Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impressions left by the seal rings of the implanted leads indicate that the rv lead was not fully inserted into the header. Review of the daily lead impedance measurements noted the rv and lv impedances were intermittently open starting on (B)(6), 2013. The rv and lv impedances tracked each other as they were both normal and open at the same time. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded five faults that were most likely caused by the use of electrocautery.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. Additional information was requested and no additional information can be obtained and other measurements were unknown. This crt-d was explanted and was analyzed. No adverse patient effects were reported.